Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that (B)(6) male patient was experiencing a rash under the lifevest. The patient's physician prescribed him benedryl for the rash. Follow-up indicated that the rash was improving.